Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I have picked up three (3) hardinge cement restrictor introducer which have either broken or a too tarnished to see number during implantation. I have the items in my possession and they have been fully decontaminated. The hospital is (B)(6).

Manufacturer narrative:
This is a duplicate report of 1818910-2019-94944. 1818910-2019-94944 will be kept for investigation. Product complaint (B)(4).